Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the pediatric patient was watching tv, not physically active, but was very sweaty. The bg was 312 mg/dl and the cgm was 68 mg/dl. The mother administered 2.9 units of insulin for the hyperglycemia and obtained a second set of readings (bg was 262 mg/dl and the cgm was 145 mg/dl). The parent stated the bg continued to decrease slowly and after the event the child was fine. At the time of the report no other details were documented. There was no report of additional medical intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and b zones of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.